Event description:
The study reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to recurrent infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ head. B3: event date is the publication date of the article. D10: unk cement: stryker unk wagner stem. G2: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection : is a 1.5-stage exchange equivalent? Bone joint j. 2025 jun 1;107-b(6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. Pmid: 40449559. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. An off-label use was noted as the surgeon implanted zimmer biomet devices in an ongoing infection and used as part of a 1.5 stage revision for infection. Infection is listed as an 'absolute contraindication' in IFU's and is therefore considered off-label use. A specific IFU cannot be referenced for the components as the part and lot was not provided with limited product description. It is noted an uncemented wagner stem was utilized and covered in cement in between the splines. This is also considered off-label use. As a part and lot were not provided, a specific IFU reference could not be identified. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.